Manufacturer narrative:
(B)(4). The reported complaint of "incorrect trigger" is confirmed based on the alarm log files provided. The log files show multiple "trigger loss" and "insufficient time to deflate" alarms. No part was returned to teleflex chelmsford for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release; however , the specifications were not met during the complaint investigation due to the triggering difficulty. The root cause of the complaint is undetermined. This will be monitored for any developing trends. This will be monitored for any developing trends.

Event description:
Troubleshot, performed functional checkout to manufacture specifications. Iwas unable to confirm customer report of any triggering issues. I did notice that thehelium regulator is leaking during a leak test.it was reported via a service tecnician report. Replaced helium regulator and performed leak test. Unit checkedout ok". Additional information received from the customer stated that the patient has since expired. The customer reported the cause of death as "cardiopulmonary arrest". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated please see associated MDR# 3010532612-2025-00303.

Event description:
Troubleshot, performed functional checkout to manufacture specifications. I was unable to confirm customer report of any triggering issues. I did notice that the helium regulator is leaking during a leak test. It was reported via a service technician report. Replaced helium regulator and performed leak test. Unit checked out ok". Additional information received from the customer stated that the patient has since expired. The customer reported the cause of death as "cardiopulmonary arrest". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated please see associated MDR# 3010532612-2025-00303.

Manufacturer narrative:
(B)(4).